Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. The customer contacted olympus technical assistance support (tac) via phone. [Display powers up with olympus splash screen. Customer is using gi genie from medtronics. Swapped gi genie with a new unit and images are now appearing. The customer informed tac of the event. The device will not be returned to olympus for evaluation. A root cause could not be identified. Based on the results of the investigation. The most probable cause of the complaint could not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported no display during inspection for use involving an olympus video system center. There was no patient injury reported.